Manufacturer narrative:
This complaint is still under investigation. Not returned.

Event description:
The taper-cap that protects the connection taper of the distal stem during reaming for the proximal body had been possible to be removed only with great effort and prolongation of surgery time (60 min.) . Removal was only possible in little parts, not as a complete cap.

Manufacturer narrative:
Additional narrative: the device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. It is known that some difficulties have been encountered removing this sleeve component once in-situ. To alleviate the issue depuy has published a surgical technique tips on depuy edge. It is known that in that document loosening the sleeve when initially opening the device is recommended. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.